Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The customer reported, via medwatch form, that the phaco tip broke off in the patient's eye during cataract extraction surgery. The surgeon was able to retrieve the broken piece without harm to the patient. Additional information and product sample have been requested.